Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly; upon interrogation, the device showed an alert for elective replacement indicator - eri. No intervention or patient symptoms were reported.